Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced a monitor. A system checkout was performed after replacing the monitor. System passed all tests and is functioning normally. The suspect monitor has been received by manufacturer for evaluation. The reported issue was confirmed. Monitor displayed an image when powered on but after few seconds the image would go off and the monitor display becomes black. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure the surgeon monitor of the navigation system was flickering and was not displaying any information. When plugged in the monitor display would work for a few seconds and then the monitor flickers eventually losing communication with black screen. During troubleshooting, medtronic representative tried plugging into different navigation system with different cables, but the issue was not resolve. There was no patient present at the time of the issue.